Event description:
It was reported that the patient had a driveline infection with a driveline revision done on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: the patient's transplant is covered under MFR # 2916596-2021-07166. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline revision due to multi drug resistant pseudomonas. The patient had bacteremia with positive blood cultures and increased driveline drainage, with the cause unknown. The patient was placed on cefiderocol/tobramycin to suppress the infection. The patient was listed for heart transplant to remove the infected pump.